Event description:
It was reported that this right ventricular (rv) lead was likely damaged and exhibited high out of range shock impedance measurements of greater than 125 ohms during the shock delivery, which caused the patient's associated implantable cardioverter defibrillator to declared code 1005, indicative of shocking into an open circuit. The shock impedance measurements were noted to have gradually increased overtime, as well as the threshold measurements as well. A revision procedure will be performed and for now, the rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
No patient consent form was signed by the patient, and therefore no product return is expected at this time. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead was likely damaged and exhibited high out of range shock impedance measurements of greater than 125 ohms during the shock delivery, which caused the patient's associated implantable cardioverter defibrillator to declared code 1005, indicative of shocking into an open circuit. The shock impedance measurements were noted to have gradually increased overtime, as well as the threshold measurements as well. A revision procedure will be performed and for now, the rv lead remains in service. No adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and the rv lead was laser extracted and explanted from the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy.

Event description:
It was reported that this right ventricular (rv) lead was likely damaged and exhibited high out of range shock impedance measurements of greater than 125 ohms during the shock delivery, which caused the patient's associated implantable cardioverter defibrillator to declared code 1005, indicative of shocking into an open circuit. The shock impedance measurements were noted to have gradually increased overtime, as well as the threshold measurements as well. A revision procedure will be performed and for now, the rv lead remains in service. No adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and the rv lead was laser extracted and explanted from the patient. No additional adverse patient effects were reported. No patient consent form was signed by the patient, and therefore no product return is expected at this time. If pertinent information is provided in the future, a supplemental report will be submitted.